Event description:
The ax55g and the ax55b were used during an unknown procedure. The rep received the devices with a note stating "did not fire correctly".

Manufacturer narrative:
Visual inspections & results: condition of anvil good, condition of anvil shroud good, condition of cartridge good, condition of driver good/slightly exten, condition of earmuff good, condition of head good, firing lever position open, rotation good, staples present yes, trigger position open. Functional tests & results: articulation yes, closure force normal, instrument cycled yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received with the firing cam released from it's set postion and with the drivers slightly extended. There were 4 unformed staples which were loaded in the distal pockets on the cartridge. The instrument was examined and was found to be functional. The instrument was then reloaded, cycled, fired, and formed all staples properly. The staples were measured and were found to be within specifications. No conclusion could be reached as to why the reported instrument "did not fire correctly" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly.